Manufacturer narrative:
According to the customer on 6/13, "the crna opened the spinal kit and wasn't able to draw up medication due to the tip of the syringe being broken. There was no patient involvement. We pulled a spinal kit with a different lot number and were able to proceed with the spinal". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer on 6/13, "the crna opened the spinal kit and wasn't able to draw up medication due to the tip of the syringe being broken. There was no patient involvement."